Event description:
It was reported that a fill estimate issue occurred. There was no reported impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer continued to use the pump to ensure uninterrupted insulin therapy.